Event description:
It was reported that the user experienced an insulin delivery interruption associated with a restart alert and a consecutive motor stall, and initial attempts to change cartridge and tubing returned an unable to proceed error; after guided troubleshooting, the user completed a dry run with 120 units without errors and was advised to perform a full supply change. Symptoms included no clinical signs or symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed a communications problem and a failure to infuse consistent with a stalled motor alert. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.